Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipack¿ luer slip bulk non sterile had a visible particle in the body of the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: it has been received 1 unused sample of 10ls and 2 pictures for investigation. Upon visual inspection of the pictures and sample received, it can be observed a brown particle on syringe plunger. Upon inspection at 10x it can be confirmed this particle is carton. DHR of lot 1801050 has been reviewed not finding any annotation or deviation regarding the alleged defect. Assembly process for this reference takes place in clean area iso9 and positive pressure is applied in order to reduce foreign mater and particles on suspension. Once syringes are inside the bulk bag closed, this bag in packaged in other area inside carton box. Since no incidence has been found during manufacturing process the root cause of this particle cannot be determined. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1. Visual inspection -molding: 2 injections per shift -printing: 16 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -assembly: 16 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -secondary packaging: 1 box per pallet 2.functional inspection -printing: once in the first pallet and once in last pallet of the lot. -assembly: once in the first pallet and once in last pallet of the lot. -primary-packaging: once in the first pallet and once in last pallet of the lot. Investigation conclusion: since no incidence has been found during manufacturing process the root cause of this particle cannot be determined.

Event description:
It was reported that a bd plastipack¿ luer slip bulk non sterile had a visible particle in the body of the syringe. There was no report of exposure, serious injury or medical intervention.